Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.

Event description:
The patient presented with slight pain. The tibial insert was revised. Revision surgery revealed wear of the insert.